Event description:
An emergent procedure was performed on a semi-responsive patient with multi-vessel coronary artery disease. After successful implantation of a stent in the circumflex coronary artery, a 2.0mm diameter by 10mm length d1 ptca balloon was inserted to pre-dilated a 95% lesion in the left anterior descending artery. During the inflation of the balloon to pre-dilate the lesion, the patient experienced a cardiac arrest. The patient was intubated and placed on a ventilator and was successfully resuscitated. The lesion was pre-dilated a total of three times to 12atm of pressure. Subsequently, a 2.5mm diameter by 18mm length s660 stent delivery system was inserted into the left anterior descending artery. It was not possible for the stent delivery system to cross the target lesion, therefore it was pulled back from the coronary artery. Upon removal, the stent was "stripped" from the delivery balloon by the guide catheter. The patient subsequently experienced another cardiac arrest and expired despite resuscitation attempts. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter while it was still engaged in the coronary artery. Separate medwatch reports have been submitted for each device involved in this event.